Event description:
Had dow corning silicone implants removed by (B)(6) due to capsular contracture and minor health problems. (B)(6) insisted that my health problems were not related to any way to my breast implants and talked me into getting them replaced with mcghan textured silicone gummy bear implants. I was given no info whatsoever related to the materials that the implants were made from, nor any info related to their life span or safety data. I didn't have access to the internet then so had no option but to trust that he was telling me the truth about their safety. He insisted that these new implants were not only safe but that they would prevent capsular contracture. The dow corning silicone implants were removed and mcghan textured silicone gummy bear implants put in 1998. Within months, my existing symptoms got worse and new symptoms appeared. It started with itchy skin, fatigue and anxiety and escalated over the years to include the following: (the data in brackets is improvement since explant 20 yrs later in 2016). Anxiety, depression and panic attacks (gone), breast pain (gone in left but still painful in right), brain fog, difficulty concentrating, memory loss (80% better), dehydration for no reason (50% better), dry eyes. (30% better), fatigue (80% better), fevers, night sweats (50% better), frequent urination - every hour during the night (no change), fungal infections, yeast infections, candida (no change), sinus infections and blocked sinuses (50% better), gastrointestinal and digestive issues (50% better), general chest discomfort, shortness of breath (70% better), hair loss, dry skin and hair (50% better), headaches (gone), heart palpitations (80% better), hyper adrenal symptoms (not sure), hyper thyroid (not sure), itchy skin (90% better), liver and kidney problems (not sure), loss of pleasurable nipple sensation and pain in one nipple (no change), loss of libido (no change), muscle pain and weakness, joint pain (30% better), nausea (gone), bacterial and viral infections (50% better) numbness tingling sensation in upper and lower limbs (no change), pain and / or burning in right chest, arms and hand (no change), pain in chest area and pectoral muscles (50% better), pain in neck and shoulders (50% better), poor sleep and insomnia (no change), slow clearing of common colds and flu (gone), slow muscle recovery after activity (50% better), swollen and tender lymph nodes (50% better), throat clearing, cough, difficulty swallowing, choking (70% better), vertigo (gone). Prior to explant, I can honestly say that I felt like I was dying and I don't think I would have lasted much longer. Since explant 2 yrs ago my worst, life altering, symptoms / damage are; severe inflammation, rheumatoid arthritis, autoimmune disease and pain 24 hrs in shoulders, arms, hands, hips, legs, and feet. I had to leave my full time employment and go self employed, working from home, which I managed to do for over 10 yrs. When the fatigue and pain got too severe, had to cut my clients from 12 to 1 and now earn a fraction of what I did before becoming ill. In addition to that the little money that I do earn has been and still is spent on private medical care, drugs, vitamins and supplements. It has been a long painful and life altering experience which no other woman today should be lured into by lies, deceit, greed and in general, psychopathic behavior. I am not against breast implants as long as women are informed of the ingredients and the short and long term health risks. Then, like most other things in life, they can make their own informed decision if they want to take those risks. Personally I hold no anger against the perpetrators, as those with a conscience will have to live with the knowledge of their actions. And those psychopaths with no conscience will get their karmic retribution.